Manufacturer narrative:
Citation: li-mei lin,1 geoffrey p colby,2 bowen jiang et. Al intra-dic (distal intracranial catheter) deployment of the pipeline embolization device: a novel rescue strategy for failed device expansion. J neurointervent surg 2015;0:1¿7. Doi:10.1136/neurintsurg-2015-011771 1 the pipeline device will not be returned for investigation as it was implanted in the patient; therefore, no definitive conclusion can be drawn regarding the clinical observation. Additional information was requested, however, no further information was provided by the author of the article. Mdrs related to this event: 2029214-2017-00235, 2029214-2017-00236, 2029214-2017-00237, 2029214-2017-00238, 2029214-2017-00239, 2029214-2017-00240, 2029214-2017-00241, 2029214-2017-00242, 2029214-2017-00243 and 2029214-2017-00244. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information during literature review that the pipeline failed to open despite wagging the catheter and pipeline embolization device (ped). The aneurysm was measured 6 mm, saccular and located in supraclinoid. It was reported that this ped was opened and well apposed at its distal end in the supraclinoid internal carotid artery (ica). However, while deploying the device around the anterior genu, the ped failed to open despite wagging the catheter and ped. The device was stretched around the bend of the anterior genu secondary to inability to advance the distal end of the delivery wire in the middle cerebral artery. The ped was successfully implanted in the patient. No patient complications were reported.